Event description:
Rptr noted three cases of endophthalmitis at facility. The pts all cultured negative. All had vitreous tap and antibiotic injections. This pt, with endophthalmitis at one day post-op, did not require a vitrectomy, and is reportedly recovering well. Va is 20/40.